Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Due to damage on the channel tube, water tightness was lost. Due to clogging of the nozzle, water removal ability did not meet the standard value. The adhesive on the bending section cover was detached. The forceps channel port and the suction cylinder were shaved. The universal cord had a dent. Due to wear of the angle wire, the bending angle in the down/left/right direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down and right/left knob was out of the standard value. The light guide bundle had breakage. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the working channel on the evis exera ii ultrasound gastrovideoscope had leakage. The issue was detected at reprocessing. No patient injury reported. During the evaluation of the device, it was noted the forceps elevator had foreign material (dirt) due to insufficient cleaning. This report is to capture the reportable malfunction of the forceps elevator had foreign material (dirt) due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event most likely occurred due to foreign material remaining on the forceps elevator because the device could not be reprocessed properly due to clogging of the nozzle. However, there was no information on the reprocessing methods of the facility, so olympus could not determine the cause of this phenomenon. Olympus will continue to monitor field performance for this device.